Event description:
It was reported that during a preparation for a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While preparing for a pci, it was noted that a strut was bent on a 2.25 x 20 mm taxus express2 atom drug eluting stent "out of the box". The procedure was completed with another of the same device and it was reported that there was no issue with the wire. There was no damage noted to any of the packaging. No pt injuries or complications were reported.